Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump was damaged. The customer¿s blood glucose was 123, 342, 338, 328, 209, 369 and 357 mg/dl. The customer treated with the pump. The customer also states the drive support cap was flush and the device was warming. Troubleshooting was done for high blood glucose and damaged. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Clarification was received that the drive support cap was indeed damaged.

Manufacturer narrative:
Device was received with loose or protruded drive support disk and customer applied excessive adhesive, however insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No damage or unexpected burn/heat found inside the device. Device had minor scratched display window and missing drive support sticker.